Manufacturer narrative:
Isi has attempted to contact the article's corresponding author to gather additional information regarding the reported event. However, as of the date of this report, no additional information has been obtained. Specific details regarding the alleged failures of the monopolar curved scissors (mcs) tip cover accessories are unknown. The site name and event dates of the reported events are unknown. If additional information is obtained, a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: according to the journal article, 12 mcs tip cover accessories allegedly failed.

Event description:
On 07/12/2016, intuitive surgical, inc. (Isi) became aware of the clinical article titled, robotic instrument insulation failure: initial report of a potential source of patient injury (muse, et al., 2011). Within the article, the following is noted: four-hundred fifty-four robotic procedures were recorded. A total of 12 accessory tip cover failures were discovered, demonstrating a failure rate of 2.6%, with a patient complication rate of 0.6% (25% of all failures).